Event description:
It was reported that the device has exposed bare electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was identified to have exposed bare wires in the power cord.

Event description:
It was reported that the device has exposed bare electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.